Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00020.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875201132, it xlpe liner, unknown ; 00875705401 shell with cluster holes porous 54 mm o.d. Size lot # unk; 00784301306 femoral stem beaded fullcoat 12/14 neck taper lot # unk; reported event was confirmed by provided office visit notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. According to the follow-up visit notes the patient began experiencing increasing trouble with some subluxation type problems followed by 2 dislocations which required emergency room visits and closed reductions. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07685. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent a right total hip arthroplasty. Subsequently, the patient underwent closed reduction due to subluxation and dislocation. The patient also experiences odd sounds from his hips from time to time. Attempts have been made and additional information on the reported event is unavailable.